Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360) as found condition (condition of returned device): an echelon-10 micro catheters were returned for analysis within a shipping box; within a sealed biohazard pouch and within a protective tray. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.6cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were apparent with the echelon-10 hub, catheter body or distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water was found to be leaking from within the inner strain relief and the distal tip. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from a hole in the catheter shaft at approximately 5.4cm from hub. The damaged surface shows evidence of skive damage in the proximal direction which created a hole through the catheter shaft and inner liner subsequently causing the catheter to leak. Conclusion: based on the device analysis and reported information, the customer¿s reports of ¿catheter leak¿ was confirmed as during the analysis the catheter body was found to be leaking. It is likely the failure mode associated with this event most likely originate from the echelon hub assembly process step. However, root cause could not be determined. Based on the device analysis and reported information, the customer¿s reports of "catheter kink" could not be confirmed as not kinks were found with the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a leak found in the echelon catheter during hydration. The patient was undergoing surgery for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the package was opened and hydration was performed. Water leakage was found at the proximal end of the echelon microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received that the cause of the catheter leak was not determined. There was damage in the middle of the catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.